Event description:
Pt was revised to address pain from dislocation and pseudotumor.

Manufacturer narrative:
Exanimation of the returned products were unable to confirm the reported event. Repeated attempts to obtain matrix items proved unsuccessful. Review of the supplied x-rays with product development and marketing concluded few comments could be made due to the limited view of film. There were also unidentified implants present in radiograph in addition to the hip implant. There appears to be a area of low bone density in acetabulum and areas of no or limited fixation on medial side of stem. However, with the limited information presented, comments regarding a pseudo-tumor cannot be made. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Exanimation of the returned products were unable to confirm the reported event. Repeated attempts to obtain matrix items proved unsuccessful. Review of the supplied x-rays with product development and marketing concluded few comments could be made due to the limited view of film. There were also unidentified implants present in radiograph in addition to the hip implant. There appears to be a area of low bone density in acetabulum and areas of no or limited fixation on medial side of stem. However, with the limited information presented, comments regarding a pseudo-tumor cannot be made. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.